Event description:
It was reported that the patient presented for a schedule procedure. During the procedure, it was discovered that the right atrial lead had an insulation abrasion. It was also noted that there were atrial reversion episodes but was not affecting device function. The physician repaired the insulation breech with a boston scientific lead repair kit. The patient did not have any adverse consequences before, during, or after the procedure.